Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with two neurostimulators for non-malignant pain. It was reported that the patient was in pain form a car accident that occurred on (B)(6) 2018. X-rays were done on the patient but the clinic did not know if there was an issue or if the leads were loose. It was reported that there was difficulty getting a hcp office to have the x-rays sent to. The caller requested a manufacturer representative to check the devices. No further complications were reported.

Manufacturer narrative:
Due to additional information, the coding block was updated to contain all applicable codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) via a manufacturer representative on (B)(4) 2018 noted that the patient weight and x-ray results were unable to be obtained. It was confirmed that the pain was due to the car accident and not the scs. Impedances were within normal limits, and the stimulator amplitude was increased to effective and comfortable stimulation. The patient would follow up with primary care doctor regarding car accident pain. No further complications were reported.